Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2018, the patient experienced pcs. This adverse event was solved by a revision surgery on (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6" the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed due ¿pcs¿ approximately 3.5 years post implantation. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation; however, reportedly, ¿the surgeon says the devices were not defective¿. It is unknown if the patient experienced any trauma prior to the reported event. Without the requested clinical documentation, the root cause of the reported ¿pcs¿ (which is believed to be ¿patellar clunk syndrome¿) could not be further assessed. The patient impact beyond the reported pcs and revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.